Manufacturer narrative:
This report is submitted on november 01, 2022.

Event description:
Per the clinic, the patient experienced wound dehiscence at implant site. Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported). The patient also underwent a revision surgery under general anesthesia (specific date not reported) to fix the dehiscence.

Manufacturer narrative:
Per the clinic, the device was explanted (date not reported) and there are no plans to re-implant the patient with a new device as of the date of this report. This report is submitted on january 03, 2023.